Event description:
During the procedure, a physician used a wilson-cook zilver expandable metal biliary stent in the common biliary duct. When removal of the introduction system was attempted, the distal portion of the introducer detached. The detached portion was located fully inside the accessory channel of the endoscope. The physician removed the endoscope from the pt to facilitate removal of the detached portion. The pt was reported to be in stable condition.